Manufacturer narrative:
Device evaluated by MFR: the athletis device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 31 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal from the distal markerband. An optimum balloon re-fold is not possible due to the balloon pinhole. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09jan2026. It was reported that balloon recapture was not possible. The target lesion was located in the radial arteriovenous fistula. An 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon recapture was not possible. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a pinhole in the balloon material.